Event description:
It was reported that a user experienced a charging issue in which the charging pad did not consistently charge the pump and the indicator light did not remain solid, and a replacement charging pad was sent. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included customer interview and troubleshooting based on the reported behavior. Investigation of this case revealed a suspected malfunction of the charger component, consistent with an intermittent charging function of the external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was likely component failure or intermittent connectivity of the charging pad.